Manufacturer narrative:
Follow-up #1: date of submission 10/07/2015 device evaluation: the device has been returned and evaluated by product analysis on 09/22/2015 with the following findings: pump reboot events were observed in the pump's black box on 07/30/2015 and 08/03/2015. Moisture was evident behind the display lens. The pump was unable to maintain an electrical connection with the returned battery cap due to the cap detaching. The battery cap threads were damaged. The battery compartment had cracks observed in the thread area and below the grip pad. There was evidence of moisture contamination on the inside of the battery compartment and the underside of the battery cap. The pump was exercised for 24 hours with no power issues duplicated. Unrelated to the initial allegation, the display screen was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that there was damage to the battery compartment and cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.